Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 410 mg/dl at the time of the incident. Another blood glucose level was 80 mg/dl and 192 mg/dl. Customer stated that they treated high blood glucose via manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they received insulin flow blocked alarm. Customer stated that the insulin did not exist during 5 unit fixed prime or fill cannula. Customer stated that the insulin was not exists tubing with plunger priming. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.